Event description:
Related manufacturer reference number: 2017865-2021-24992. Related manufacturer reference number: 2017865-2021-24995. It was reported that the patient presented with an infection. The entire system was removed. Further information was requested however, was not provided.

Manufacturer narrative:
The deformation problem found was sustained during the surgical procedure. The lead was otherwise normal.